Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection amikacin (250 mg, I/iii bag only, frequency, route, and duration not reported) and injection cefipime (intravenous, one gram, twice a day and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.